Event description:
It was reported that during an implant procedure, the left ventricular (LV) lead perforated the heart and caused venous dissection, resulting in pericardial effusion and cardiac tamponade. As a result, pericardial drainage was performed, and the physician elected not to proceed with the implant procedure. The patient's condition remained stable.